Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during a transfemoral procedure with a 26mm edwards valve, the balloon burst during inflation. The valve information is unknown at this time. There was no report of any patient injury.

Manufacturer narrative:
The returned device was evaluated, and the following was observed: radial and longitudinal balloon burst, and there was no missing balloon material. Due to the nature of the device, no functional testing was able to be performed. However, the complaint was confirmed through visual inspection. The inflation balloon single wall thickness was measured along the edges of the burst location, and all measurements taken of the balloon single wall thickness met the specification. The complaint for balloon burst was confirmed upon visual inspection of the returned device. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per customer report, 'the root cause of the burst was calcification.' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. This event reports a balloon burst during thv deployment that has not resulted in a patient harm or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.